Event description:
Rn circulator opening sterile packaging of gamma long nail implant discovers long hair between outer and inner sterile packing: representative adam applegate takes the packing in question and said no charge; new gamma nail offered to the field without incident.manufacturer response (as per reporter) for hip nail, stryker gamma nail:field rep apologized, he will take implant and issue to company and will not charge patient; new sterile long nail offerd to the sterile field without incident; no effect to patient.